Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician attempted to deploy two cook endoscopy zilver 635 biliary self-expanding metal stents to complete a double sent placement. The first stent and introduction system were lubricated and advanced into position, but the stent was not deployed. At this time the second stent and introduction system were lubricated and advanced into position. The stent inside the second introduction system partially deployed from the catheter before the physician was ready for deployment (the safety lock on the introduction system had not been removed). The physician pulled back the catheter at which time 1cm of the partially deployed stent severed from the device and remained in the pt. Both stent systems were removed from the pt, and the broken section of the stent was retrieved using forceps. No additional medical procedures were requested, due to this occurrence. The pt did not experienced any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: the product was evaluated by the approved supplier. The supplier provided the following info: the evaluation of the product said to be involved confirmed the report of stent breakage. The stent was returned partially loaded inside the outer catheter of the introduction system. The section of the stent that is extending from the introduction system is stretched and broken. During the evaluation, the remaining stent section was deployed form the outer catheter and subjected to a dimensional verification. This dimensional verification confirmed the broken portion of the stent is approximately 1cm in length. The broken portion of the stent was not included in the return. The safety lock of the introduction system remains in position on the handle. The stent could not be deployed from the introduction system upon removal of the safety lock. A slight kink was observed in the handle stem near the proximal end of the introduction system. Several kinks were observed in the outer catheter of the introduction system. These kinks in the handle stem and outer catheter suggest excessive pressure had been applied to the stent introduction system. A product discrepancy that could have contributed to the reported observation was not observed during the evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Info provided indicated two stent systems were in position to perform a double stenting procedure. Therefore, both stent introduction systems were located inside the accessory channel of the endoscope at the same time. The user indicated resistance was encountered when advancing the wire guide, and second stent introduction system into position. An application of excessive pressure, perhaps in response to the reported resistance, is the most likely cause for the kinks in the outer catheter and handle stem. An application of excessive pressure could have contributed to partial deployment of the stent before the user is ready to deploy the stent. The instructions for use caution the user not to attempt stent placement if the wire guide or stent cannot advance through the obstructed area. The info provided indicated the catheter was pulled back after partial stent deployment occurred, resulting in stent breakage. Significant movement or removal of the introduction system after the stent has partially deployed can cause the deployed portion of the stent to stretch and break. The instructions for use contain the following warning: "this stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered to be a permanent implant." Prior to distribution, all zilver 635 biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been made aware of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.